Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula (avf). A 6.0x60, 75cm mustang balloon catheter was advanced for dilatation. The balloon inflated well on the initial inflation at 15 atmospheres. However, during the 2nd inflation at 20 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another mustang balloon catheter. No patient complications were reported and the patient's status was stable.